Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear, which may have been due to malalignment between the implants, high contact stresses during knee flexion, patient-related conditions, instability, or any combination of these possibilities. However, this could not be confirmed as the device was not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d4, h6. The revision reported was likely the result of prosthesis wear, which may have been due to malalignment between the implants, high contact stresses during knee flexion, patient-related conditions, instability, or any combination of these possibilities. However, this could not be confirmed as the device was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately six years post initial tka, the surgeon did a revision surgery on the male patient on (B)(6). The patient was suffering from swollen knee and painful knee during exercise. There was no radiological abnormality. Patient had chronic hydroarthritis since one year. A synovectomy was performed and the polyethylene changed. The sales rep was unable to obtain images or x-rays. The device is not available for evaluation due to patient wants to keep it. Additional information received indicates that the metal parts were sealed well. The patella pe was noted to be almost intact, but the tibial pe was worn on both plates. There were no difficulties or unforeseen events encountered. The one-piece synovectomy was completed posteriorly, and the control of joint kinetics was noted to be excellent. The knee was stable, and everything was well aligned with full extension for the 11mm ps insert.